Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report device entrapment and single leaflet device attachment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted there was a preexisting tear or cleft of the posterior leaflet, posterior leaflet was long and vertical, and imaging was poor. An xtw clip was inserted, but due to poor imaging, the posterior leaflet was difficult to grasp. After successfully grasping both leaflets, the clip was successfully deployed, increasing the mean pressure gradient to 4mmhg. To further reduce mr, an xt clip was inserted. However; due to poor visibility, the clip was unable to be deployed. After removal of the xt clip, it was observed the xtw had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to return to a grade of 4+. The physician believed that when deploying the xtw, chordae was caught in the clip, resulting in the slda. To stabilize the slda, an additional xtw clip was attempted to be used. However, while attempting to insert the clip into the steerable guide catheter (sgc), it was observed the clip introducer was cracked. A clip introducer from a previous clip was used with the xtw. The clip was successfully inserted, but due to poor imaging, the clip was unable to be deployed. Therefore, the clip was removed and the procedure was discontinued. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was associated with imaging limitation. The reported difficult to grasp was due to the reported poor image resolution. The single leaflet device attachment (slda) appears to be related to the entrapment of device (clip caught on chordae) and the clip caught on chordae appears to be related to procedural conditions. The reported mitral regurgitation (mr) appears to be due to the slda. Mr is listed in the instructions for use (IFU) as a known possible complication associated with the mitraclip procedures. The reported unexpected medical interventions were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.